Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expecations of the user. It was noted that the pump was emitting replace battery alarms without emitting low battery warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s alarm history showed that multiple low battery warnings and one replace battery alarm was recorded. The returned battery cap threads were found to be damaged. The battery compartment threads were also found to be damaged. The battery cap was not able to be secured to the pump and was not able to maintain an electrical connection. A test battery cap was used to complete the investigation. No power losses occurred using the test battery cap. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The complaint of short battery life was observed in the alarm history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.